Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine lead replacement, the right ventricular lead broke apart leaving the pacing electrode in the right atrium. The lead was extracted and replaced without further issue. The patient returned to the electrophysiology lab the next day and after several unsuccessful attempts to snare the lead tip, it was decided to leave the lead tip in place.